Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted after 9 years due to aortic valve stenosis after 9 years. Patient was reported as stable following re-do avr. Operative report states the following: "intraoperatively, an epicardial echo showed severe aortic stenosis. There is only 1 leaflet of the prosthetic aortic valve that was mobile. The other 2 appeared fixed and thickened and calcified ventricular ejection fraction was normal at 70%. There is no mitral regurgitation. There is no tricuspid regurgitation. Intraoperatively, the aorta was soft and without palpable calcifications or plaque and the bioprosthetic aortic valve was heavily calcified."

Manufacturer narrative:
Device evaluation summary: moderate calcification was observed in the cusp areas of leaflets 1 and 2. The free margin of leaflet 1 exhibited minimal calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 3 on the outflow aspect by approx 5mm. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated commissure 3 wireform bent outward. Commissure 3 wireform and wireform near leaflet 3 was also exposed on the outflow aspect. These damages are most likely due to explant. Stenosis due to calcification and host tissue growth was confirmed by device evaluation and operative report. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. There has been no information to suggest a device quality deficiency related to this event; edwards will continue to review and monitor all events.